Manufacturer narrative:
Based on the available information, this event is deemed to be a reportable malfunction. Request was performed for additional information including lot number; however, lot number was not provided. A complaint investigation was initiated under complaint investigation. Unfortunately, no specific lot number was identified, which limits the ability to trace or analyze a particular item. Investigation in progress. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number. Reporting site: 8021545. Manufacturing site: 3003442380.

Event description:
It is reported that the patient faced low blood glucose levels on (B)(6) 2026. The patient got emergency medical services (ems) assistance and got treated by glucagon through intravenous and discontinued pump use. The patient had lower blood glucose levels lower than 20 mg/dl.